Manufacturer narrative:
"Xen glaucoma implant with mitomycin c 1-year follow-up: result and complications: two eyes needed trabeculectomy due to inadequately controlled iop by topical mediations", galal, a., bilgic, a., eltanamly, r., osman, a. Journal of ophthalmology, (volume 2017, article ID 5457246, 5 pages). The event of trabeculectomy was performed "due to inadequately controlled iop by topical mediations" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Device labeling: the patient¿s iop should be monitored postoperatively. If the iop is not adequately maintained after surgery, a therapeutic regimen or further intervention to reduce iop should be considered.

Event description:
In the article "xen glaucoma implant with mitomycin c 1-year follow-up: result and complications." Journal of ophthalmology, (volume 2017, article ID 5457246, 5 pages), the author noted the event of two unknown eyes needed trabeculectomy, "due to inadequately controlled iop by topical mediations."